Event description:
It was reported that the user received pump alerts for low insulin and low blood glucose and initially did not know how to clear them until unlocking the pump, after which the alerts were cleared and the pump functioned as expected. Symptoms included hypoglycemia with a reported blood glucose of 67 mg/dl. Outcomes included the user self-treating with oral glucose and reporting that glucose returned to the normal range, with no further issues. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction and that user actions resolved the alerts. It was concluded that the cause of the hypoglycemia was unclear and that the event was manageable with standard oral carbohydrate treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.